Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited excessive battery depletion after a software upload. The device was removed and replaced.